Event description:
The customer reported that the jaws would not open after activation. The device was removed from tissue manually without blood loss; however, there was minor tissue damage. There was no injury to the patient.

Manufacturer narrative:
(B)(4). The sample has been requested, but to date, the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.